Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was a heart attack. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump was removed by the customer during the heart attack as they felt like their blood glucose levels were going low. The customer could not keep their blood glucose regulated and was experiencing highs and lows. The customer was hospitalized early in the year after getting a low and falling down the stairs. The heart attack was related to diabetes as well as existing heart problems. The customer was not using sensors. The caller declined to return the insulin pump for analysis.